Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis replacement surgery due to a total fluid loss from the system caused by a broken connection. All components were removed and replaced. There were no patient complications.